Event description:
Information received from (B)(4) study indicated that seven days post index procedure the patient had chest pain and was admitted to the hospital for catheterization and intervention of two cypher stents placed two prior to the index procedure which had thrombosed. The patient is a (B)(6) male with a history of angina, hypertension, myocardial infarction (stemi), and smoking. The reason for intervention was unstable angina. The patient underwent percutaneous intervention two days prior to the index procedure with the placement of two cypher (cxs23250/ lot 15122058 and cxs23225/ lot 15115430) stents placed in the second obtuse marginal (om2). A staged procedure was also planned. The target lesion was located the mid 1st right posterior lateral (rpl). The length of the lesion was 8mm. The rate of stenosis was 95%. The target lesion was de novo. There was no thrombus present at the site. Timi iii. The lesion was pre-dilated. The lesion was stented with a cypher (cxs13300 / lot 15131140) at ten atmospheres. There was no post-dilation of the stent. The implant was successful. There was no injury to the patient. Nine days after the index procedure the patient was seen at the clinic for chest pain and admitted to hospital for revascularization. Coronary angiography showed a 75 to 90% in-stent thrombosis of the om with distal vessel spasm. The distal rca/rpl stent was patent. The severity was moderate. The stenosis was treated with a 2.5 and then a 3.0x12mm nc voyager to 16 atmospheres. The rate of stenosis post ptca was 0%.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Concomitant products: aspirin, carvedilol, plavix, potassium chloride, ramipril. Concomitant devices: cypher (cxs13300 / lot 15131140). Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2010-00222 and 3003742446-2010-00223.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced restenosis, coronary artery spasm and a myocardial infarction after having coronary artery stents implanted. The patient's medical history is significant for angina, hypertension, and smoking. The indication for the initial stenting was an st elevated myocardial infarction (mi). The target lesion was the second obtuse marginal. Angiography revealed that the om was 100% occluded and a 95% stenosis was identified in the posterolateral branch (pl). The om was pre-dilated followed by the implant of a 2.25mm x 23mm cypher stent distally at 10 atmospheres. A 2.5mm x 23mm cypher stent was then implanted at 12 atms proximal to the first stent. Both stents were post-dilated and the reported residual stenosis was 0%. A staged procedure was planned to treat the pl artery. The patient was discharged three days after the om2 stents were placed with a troponin of 13.69. It is unknown if the elevated troponin was residual from the myocardial infarction (mi) suffered prior to the om2 stenting or new. The troponin at the time of the re-intervention nine days later was 5.19 but trended down to 4.4 at discharge. The study stent in the right posterolateral (rpl) remained patent. The pl branch was treated with the implant of a 3.0mm x 13mm cypher stents at 10 atms 2 days after the om was treated. Seven days later, the patient experienced chest pain and was readmitted to the hospital. Angiography was performed and revealed restenosis in the distal om with vessel spasm. The event was treated with balloon angioplasty with a voyager balloon at 16atms and the restenosis was reduced from 75-90% to 0%. Vessel spasm was also noted in the distal om. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis, coronary artery spasm and mi are known potential adverse events associated with implanting coronary artery stents. It is unknown if the patient actually had another mi as the elevated troponins were actually trending down after the initial mi and return to reference level can take as many as 14 days. Troponin values can remain high for 1-2 weeks after a heart attack. A coronary vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the heart muscle. This may lead to chest pain or even mi (myocardial infarction). Unlike typical angina, coronary vessel spasms usually occur at rest. Coronary spasms most often occur in people with risk factors for heart disease, like smoking, high lipids and hypertension. Spasms may be triggered by tobacco use, exposure to cold, extreme emotional distress and use of illicit drugs. Review of the information provided suggests that patient factors (smoking) and/or vessel lesion characteristics may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no corrective action is required. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2010-00222 and 3003742446-2010-00223.

Manufacturer narrative:
Additional information received states that the two stents placed in the second obtuse marginal (om2) two days prior to the index procedure restenosed, not thrombosed, as originally reported. The patient was discharged three days after the om2 stents were placed with a troponin of 13.69. It is unknown if the elevated troponin was residual from the myocardial infarction (mi) suffered prior to the om2 stenting or new. The troponin at the time of the re-intervention nine days later was 5.19 but trended down to 4.4 at discharge. The study stent in the right posteriolateral (rpl) remained patent. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2010-00222 and 3003742446-2010-00223.